Manufacturer narrative:
(B)(4). There is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler. Additionally, there is no allegation against any fresenius products and the event. There is however a probable association between the patient not following aseptic technique during continuous cycling peritoneal dialysis treatment and the episode of peritonitis as reported by the peritoneal dialysis nurse. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient's peritoneal dialysis registered nurse (pdrn) that patient was diagnosed with peritonitis on (B)(6) 2017 following a positive culture for the organism paracoccus yeei and white blood cell (wbc) count of 285. The pdrn stated that the source of infection was due to not following aseptic technique (specifics not provided). The patient did not require hospitalization and was treated with tobramycin. The cell count on (B)(6) 2017 was 3 and on (B)(6) 2017 cell count was 1. During a follow-up call to the pdrn on (B)(6) 2017 the pdrn reported the patient continued performing continuous cycling peritoneal dialysis treatments. The pdrn reported the patient's wbc count was 13 on (B)(6) 2017 and was 4 on (B)(6) 2017.